Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited noise, oversensing and intermittent increases in pacing impedance measurements. No out of range pacing impedance measurements were observed. The noise was felt to be consistent with oversensing related to the minute ventilation/respiratory rate trend (rrt) feature. The patient was prepped and on the table for a ra lead revision procedure. Boston scientific technical services (ts) discussed programming rrt off to resolve the oversensing. The rrt feature was instead programmed off and the pocket was not opened and no revision procedure was performed. No additional adverse patient effects were reported. This product remains in service.